Event description:
It was reported via repair work order that the cot had a bent and twisted inner lift tube which caused it to lean. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.